Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates during a preventive maintenance check the technician found the ground resistance reading was out of the normal range.